Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years 3 months post implant of this 21mm aortic bioprosthetic valve, the patient is being considered for a valve-in-valve replacement procedure due to stenosis. Subsequently 28 days later the patient successfully had an aortic replacement. No additional adverse patient effects were reported.